Manufacturer narrative:
The device history record (DHR) was reviewed showing no abnormal process conditions were present during the manufacturing of the product, or the subassemblies that could have led to the reported condition. There were no samples received with this case. The results of the manufacturing facility investigation were unable to attribute any potential root causes associated with the manufacture of product. Based upon the investigative details and the root cause evaluation, no corrective or preventative actions will be taken at this time. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported the defib pads arced, and the patient received a minor burn. This has been reported in medwatch. The patient was treated with polysporin and 2x2.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.